Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports the patient is currently in the ER and has had high blood pressure possibly from anxiety and has an EKG and all the workups. From being in so much pain. Caller states pain is not anything pt has felt before. Caller states the device had been reprogrammed because was uncomfortable in back and when stimulation was turned on and gets weird uncomfortable debilitating shock in leg and ended up turning off after adjustment and cannot get rid of the pain now. Caller states the pt has not had stimulation on but now having pain on back across shoulder to chest into the neck. Caller states not sure what's going on but is different and pt doesn't know. Pt states weeks ago left leg going out and felt shocks of pain going down leg and at first their knee buckled. Ins is tender and hot and burning. Caller states something is going on and the adjustment made it worse and has not helped. Caller states not sure when this star ted however it has become worse over the past few months. Caller states the patient is very tolerable of pain and cannot sleep and just lays there. Caller states the patient has wondered whether the ins has migrated or moved because of the patient losing a lot of weight. Caller states the device was off for awhile 2-3 weeks ago and got everything working and then after adjustment, pt is in so much pain. Caller states definitely tilted and just hurts and burns. Caller states the pt can feel and move it and can almost flip it around. The patient was redirected to their healthcare provider to further address the issue.

Event description:
A response was received from a manufacturer representative regarding patient's complaint of shock in leg, implantable neurostimulator (ins) burning/hot, and ins is tilted and can be moved. Patient reports the cause was not determined but stated they mentioned to him as a slow healer hence the issues evolving. A reprogramming was done to try to resolve the issue. The issue was not resolved, patient is waiting hcp's response after providing hcp with a 2 week update.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.